Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic gastric sleeve - "activation #13 had a bleeder on the omentum side, estimated size 1-2mm. Surgeon was able to control bleeding. Activations #13-#18 had oozing at the seal on the stomach side. At activation #22 had sticking of the omentum on the jaws. The jaws had just been cleaned two activations prior to this." Patient status- "patient is fine".

Manufacturer narrative:
Investigation summary: the event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. However, the device key, the part of the device that plugs into the generator, was returned and engineering was able to review the device activation logs that are stored on a microchip within the device key. These logs indicated that the device successfully completed seal cycles as intended during the course of the procedure. The logs also indicated that there were five (5) "reactivate switch release" alarms which occur when the user stops the seal cycle prior to completion. Transecting the tissue after receiving one of these alarms may result in insufficient hemostasis. Although the root cause of insufficient hemostasis could not be confirmed, applied medical is currently implementing appropriate corrective actions within a corrective and preventative action report to mitigate this type of event. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received from applied medical rep 15july2016: the oozing was observed around the seal area. Surgeon did not really notice any change in the hemostasis if/when jaws were cleaned. Unsure where in the jaws the insufficient hemostasis was observed. The jaws were not surrounded by fluid. No there was not noticeable escher buildup on the jaws. No alarms observed. No vascular pathology. No anticoagulation medicine. Device was not used on diseased or inflamed tissue.